Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be non-conforming with orange/brown foreign material in the port and on the welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and nonconforming for actuation. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed on the cutting edge and other locations along the inner cutter. Gray/black foreign material observed inside port and on coupling of inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an aspiration failure. The evaluation indicates the probe had an actuation failure. The root cause for the actuation failure is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. The reported aspiration failure was not confirmed an exact root cause for the actuation failure could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. Per the direction for use, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that issue with aspiration of probe occurred during surgery. The condition of actuation, cutting and procedure type was unknown. The surgery was successfully completed after replacing the product with another one. There was no patient impact.